Manufacturer narrative:
(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of iab removal difficulty is not able to be confirmed. The root cause of the complaint is undetermined; however, a likely cause is user error. An in-service was requested due to the confirmed incorrect use of the device per the IFU. Note: the IFU states "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempting removal in this manner may result in arterial tearing, dissection or balloon damage." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the physician had difficulty removing the intra-aortic balloon (iab). It was noted that when the sheath was pulled back it was found to be wrinkled and the iab to be lumpy. As a result, the doctor slowly removed the iab from the patient. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty removing the intra-aortic balloon (iab). It was noted that when the sheath was pulled back it was found to be wrinkled and the iab to be lumpy. As a result, the doctor slowly removed the iab from the patient. There was no report of patient complications, serious injury or death.